Manufacturer narrative:
(B)(4). Batch # p58e86. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage void of staples. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please follow-up with the appropriate personnel to determine what is meant by the device "did not crump"? Please provide further detail of the event. Per the surgeon, the circular stapler fired staples and cut tissue but the staples did not form a ¿b¿. The staple legs were still exposed and did not form their ¿b¿. He also had two donuts. He used another circular stapler and was able to successful complete the anastomosis.

Event description:
It was reported that during a colectomy procedure the device cut and staples deployed, but did not "crump". It was unknown how the procedure was completed. There were no patient consequences reported.